Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Stem got stuck and could not get out. End of screwdriver tip broke off in stem trial.

Manufacturer narrative:
The instrument associated with the reported event was not returned. A search of the complaint database found previous reports of the 865226 pfc stem trial extract threaded tips breaking during extraction of pfc flut tib rod trials. Previous investigations identified evidence of the 865226 pfc stem trial extract being levered side to side which resulted in the breakage. The current investigation could not draw any conclusions about the reported event without the instrument to examine. Based on the inability to confirm the reported event or draw any conclusions about the root cause, no corrective action is indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.